Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a ureteroscopy performed on (B)(6) 2013. According to the complainant, while they are using the device resistance was felt while using the device. Upon removal of the device, additional force was required in order to remove the device. It was also noted that the coating was inconsistent and not uniformed. The procedure was completed with another of this device. The patient's condition at the conclusion of the procedure was reported to be stable.